Event description:
The user facility reported a crack was identified in the ceramic filter of a processing container. The user facility could not confirm if instruments were reprocessed before use in patient procedures. No injuries or procedural delays/cancellations were reported. The user facility stated that no adverse affects have been reported.

Manufacturer narrative:
The steris evolution sterilizer in which the processing containers are used in was found to be operating properly. The cycle tapes evidence the cycle completed successfully. Steris has offered in-service training on proper reprocessing procedures and is awaiting a response.

Manufacturer narrative:
A steris service technician was onsite to observe user facility handling of the processing containers and cermic filters. The technician observed that the filters were not being removed from the lid and containers before washing per the instructions for use causing the reported event to occur. Steris provided the instructions for use to user facility personnel. Steris performed in-service training on the proper use and handling of the processing containers and ceramic filters; no additional issues have been reported.